Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out of range pacing impedance measurements of greater than 3,000 ohms and high, out of range shocking impedance measurements of greater than 200 ohms. Alerts were recorded due to these values. It was noted the patient had an ablation procedure on the date the alerts were recorded. Technical services recommended seeing the patient in the clinic to dismiss the alerts. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a red alert due to shock lead impedance out of range on the right ventricular (rv) lead. The patient had an ablation. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out of range pacing impedance measurements of greater than 3,000 ohms and high, out of range shocking impedance measurements of greater than 200 ohms. Alerts were recorded due to these values. It was noted the patient had an ablation procedure on the date the alerts were recorded. Technical services recommended seeing the patient in the clinic to dismiss the alerts. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted to remove erroneous information in h11, as this device was not returned for analysis. Additionally, the evaluation method codes were updated in h6. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.